Event description:
Reportedly, a promus stent was implanted to treat in-stent restenosis of an unknown stent located in the circumflex. A 3.5 x 12 mm nc trek was advanced for post dilatation; however, the nc trek became stuck during positioning inside the promus stent and the hypotube separated. The nc trek was removed without further incident. A 3.5 x 12 mm nc quantum was used to complete the procedure. A clinically significant delay in procedure was not reported. The patient did not experience any adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the catheter noted blood visible on the shaft and on the balloon, consistent with the catheter advanced into the patient anatomy. The hypotube was separated 18.8 cm distal to the strain relief tubing, confirming the reported separation. The fracture face was oval shaped as if kinked prior to separation. There was an additional kink and bend noted to the hypotube. The 2/3 collapsed balloon profile was measured and met manufacturing criteria. Factors which may contribute to resistance advancing a balloon catheter through a deployed stent include, but are not limited to, anatomical conditions, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, damage to the stent implant, balloon catheter profile, or damage to the balloon catheter. To help ensure this difficulty is not related to a manufacturing deficiency, the balloon is checked for proper balloon fold during the manufacturing process. It is possible the stent was not fully apposed to the vessel wall, contributing to the reported resistance; however, this could not be confirmed. Further, as resistance was encountered, if force was applied in the attempts to advance the catheter, this would contribute to the hyptoube kinking and ultimately separating as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no indication of a product quality deficiency.